Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. However, upon inspection the customer's batteries were found to be depleted. The batteries were scrapped and replaced. Review of the device activity logs showed high usage and improper storage of the device. The depleted batteries were not due to a device malfunction. Analysis of reports of this type has not identified an increase in trend.